Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 238 mg/dl after a delayed meal announcement that occurred approximately 40 minutes post-meal, leading to suboptimal meal bolus delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and completion of troubleshooting and education. Customer care provided remote troubleshooting and user education on proper meal announcement timing to ensure appropriate dosing. Investigation of this case revealed user error related to late meal announcement, with no device alarm activity or device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to delayed meal entry.